Event description:
It was reported that metal shavings came off the prograsp forceps instrument during sterilization. Particulate could have been created during a previous procedure. To date, the account has not reported any incidences of particulate coming off of an instrument during a procedure. No patient harm, adverse outcome or injury was reported. No additional information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed areas on the instrument main tube where the main tube is dislodged from the roll shaft and cracked at the proximal end. The tube is bent at a 15-degree angle at the roll shaft. The distal end of the tube is scratched. Based on investigation performed on instruments returned for a similar failure, it was concluded that the instrument damage was likely caused by a defective instrument cannula accessory, which scraped off material as the instrument was moved.